Event description:
The manufacturer representative reported that the patient had a continuous infection, thus the health care provider (hcp) decided to remove the patient's implant on (B)(6) 2016. The infection was confirmed. The manufacturer representative didn't know when the infection started. It was unknown what caused the infection and it was unknown if the device or therapy caused it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.